Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following ablation with the tacticath se within the left atrial roof, the impedance dropped suddenly. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. It was indicated the effusion likely occurred due to a large respiratory movement of the patient as the catheter was in contact with the roof. The procedure was completed and the patient was discharged. There were no performance issues with any abbott device.